Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: high brightness mode does not activate. Based on the results of the investigation, it is likely the following led to the malfunction cause due to a malfunction in the high brightness detection section. The most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source experienced front panel lighting abnormality. The issue occurred during set up. There were no reports of patient involvement.